Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. During a routine battery replacement, the pump lost power. The patient was unable to power on the pump after the loss of power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the complaint could not be duplicated on investigation. Review of the pump¿s black box data revealed a history of rebooting events. The pump was able to power on for investigation. The battery compartment was found to be cracked and moisture was observed within the compartment. The battery cap coin slot was worn and threads were stripped; all other battery cap measurements were within specification. The battery cap was unable to be secured to the pump and a test battery cap was utilized for further testing. A leak test revealed a battery compartment leak at the crack. Unrelated to the complaint, the keypad was found to be torn and peeling. Evaluation revealed that the contrast and down keypad buttons were intermittently responsive. The up button was found to be unresponsive. There was evidence of keypad contamination found under all key contacts. A 24-hour exercise test was unable to be performed due to the unresponsive up button. Evaluation of the pump¿s internal components revealed corrosion on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).